Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer had a broken cord and holder clips. Follow-up failed to obtain any more details about the "broken cord." The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer had a broken cord and holder clips. Follow-up failed to obtain any more details about the "broken cord." The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of broken holder clips, the latch tabs were broken off of the power cord bay door and therefore the power cord bay assembly was replaced. It was additionally noted that the programmer would not read the "d" drive when pulling error information and therefore the hard drive was replaced and reimaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.